Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient experienced a severe reaction to the topical skin adhesive. The patient had to undergo a course of treatment to manage the reaction including an extended hospital stay. Additional information was requested.

Manufacturer narrative:
(B)(4). The patient underwent a right total knee replacement on (B)(6) 2015 and topical skin adhesive was used on the knee. The first signs of reaction occurred on (B)(6) 2015. The topical skin adhesive was removed 5 days after the procedure when the skin reaction started. The first signs of reaction were redness, hot, skin blisters at the surgical line and very itchy. The reaction covered an area of 5cm around the surgical line. The patient had wound dressing changes on (B)(6) 2015. The current status of the patient was reported as ok and the wound healed. (B)(4) removal of adhesive.